Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that after a few hours after the injection, the site to have numbness that lasted for three hours. Also, reported the 2nd gen is shorter on the metal part sticking out and glucose reading has increased. Verbatim: consumer reported within a few hours after injection with these 2nd gen finding the site to be numbness on site. Consumer reported feels the 2nd gen is shorter on the metal part sticking out. Was using the nano before this 2nd gen consumer reported glucose reading increased. Lot #: 9310114, catalog#: 320550. Date of event: (B)(6) 2020,samples status".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that after a few hours after the injection, the site to have numbness that lasted for three hours. Also, reported the 2nd gen is shorter on the metal part sticking out and glucose reading has increased. Verbatim: consumer reported within a few hours after injection with these 2nd gen finding the site to be numbness on site. Consumer reported feels the 2nd gen is shorter on the metal part sticking out. Was using the nano before this 2nd genconsumer reported glucose reading increased. Lot #: 9310114catalog#: 320550date of event: (B)(6) 2020 samples status"